Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the missing ke45. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the adhesive. A root cause could not be identified for the no image. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of electrical component. A root cause could not be identified for the cut on the pink probe. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the pink probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing ke45 at the forceps cover; no image; and a cut on the pink probe. There was no patient involvement.